Event description:
It was reported that an unexpected reset occurred and the customer received a continuous glucose monitor error. The customer's blood glucose level was 157 mg/dl. The customer continued to use the pump for insulin therapy. It was also reported that the pump time and date was incorrect, cause was due to reset. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.